Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported patient transport to a hospital by an ambulance and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the ambulance came and transported the patient to torbay hospital with hypoglycemia. The patient's blood glucose level declined to 2.9 mmol/l (52 mg/dl) while wearing the pod between 37 and 48 hours. The pod's controller kept displaying a "sensor not found" message and the alarm did not go off when the patient had a prolonged low blood glucose level. Symptoms reported include seizure and vomiting. Prior to the patient being transported to the hospital, the patient's legal guardian gave the patient an emergency glucose pen. The patient was not treated at the hospital but only did electrocardiogram (ECG) and checked the patient's blood glucose level. The patient was discharged on the same day.